Event description:
At the beginning of a crown and bridge prep on tooth #29 the patient was burned inside the mouth. They were given local anesthetic, pain medicine and antibiotics.

Manufacturer narrative:
The investigation revealed that there is no defect and that the handpiece is in good condition. The overheating could not be reproduced during the analysis.

Event description:
At the beginning of a crown and bridge prep on tooth #29 the patient was burned inside the mouth. They were given local anesthetic, pain medicine and antibiotics.